Event description:
A laparoscopic hernia procedure was in progress, when the cable, connected to a monopolar forceps, sparked or flared. The connector separated from the cable cord and burned a sheet covering the pt. No injuries or burns were reported.